Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B) (6) 2010. The patient experienced a post-operative reaction of cellulitis. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4) - cellulitis. Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: product code eapvps: batch cb8lbrz0 mfg date: 03/08/2010, exp date: 02/28/2011; product code eapvpm: batch bp8bhpz0 mfg date: 01/05/2010, exp date: 12/31/2010. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.